Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the under the sensor patch and was the shape of the patch and the plastic sensor. The reaction was described as oozing, red, raw, and scaly and cracks when dry. The patient's mother states that the patient began developing skin reactions when the patient was using mastisol with the dexcom sensor. The patient's mother states that she started using skin tac and that the reaction is not as bad, but still present. On (B)(6) 2016 the patient's mother treated the affected area with bacitracin (otc) and silver sulfadiazine cream which was prescribed by a doctor for any skin problem from long time ago. Exact date of prescription was unknown. The patient's mother then place a gauze on top of the area and let it heal. At the time of contact, the patient had cracked skin. No additional event or patient information was provided.